Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The commander delivery system was returned to edwards lifesciences for evaluation. The delivery system was returned with the atrion device attached to the stopcock and the full loader assembly over the flex shaft. Visual inspection revealed the attached atrion was filled with 16ml of fluid. No visual abnormalities were observed. No case imagery was provided for review. During functional testing, the balloon inflation and deflation time was evaluated and met specification. No other abnormalities were observed during the inflation or deflation of the balloon. Due to the nature of the complaint, dimensional testing was not performed. Lot history review revealed no additional complaints for delivery system ¿ deflation difficulty. Complaint history review from may 2018 through april 2019 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for delivery system ¿ deflation difficulty. A review of the complaint history revealed that the occurrence rate did not exceed the april 2019 control limit for the appropriate trend category. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process the entire delivery system, including the crimp balloon and inflation balloon, undergoes multiple visual inspections and testing. The inflation balloon undergoes 100% inspection for single wall thickness and visual defects. The crimp balloon undergoes multiple 100% dimensional and visual inspections. The crimp balloon to inflation balloon laser bond and balloon catheter laser bond prep also undergo 100% visual inspections. During final inspection, 100% distal to proximal visual inspection is performed by manufacturing and quality. The entire device is inspected for damage or missing pieces and the inflation and crimp balloons are inspected. In addition, functional product verification (pv) testing is performed on finished devices under a sampling basis. The balloon inflation/deflation time and balloon inflation pressure is tested. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. In this case, the complaint for delivery system ¿ deflation difficulty was not able to be confirmed since no relevant case imagery was provided for review. No potential manufacturing non-conformances were identified as the device met functional testing. Visual inspection of the device did not reveal any abnormalities. A review of the DHR, lot history, complaint history and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint event. As there was no mention of inflation/deflation difficulties during device preparation or examination of the device after the procedure, it is likely the issue is related to patient and/or procedural factors. Per the complaint description, when ¿the operator turned the three-way stopcock to leak slight amount of contrast from the side port of stopcock and pulled the plunger of inflation device; the balloon was deflated successfully¿the operator stated that the three-way stopcock position was slightly off from the appropriate position.¿ although a definite root cause for the event was not able to be determined, available information suggested procedural factors (improper stopcock position) may have contributed to the reported delivery system balloon deflation issues. No labeling/IFU/training inadequacies and no manufacturing nonconformance were identified during evaluation. Review of complaint history revealed that the occurrence rate does not exceed the monthly control limit for the appropriate trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tave procedure, deflation difficulties were encountered with a 26mm commander delivery system. Prior to the procedure, the commander delivery system was prepared in a standard manner. A 26mm sapien 3 valve was deployed with 3.5ml less than nominal volume. Post valve deployment, the delivery system balloon could not be deflated when negative pressure applied. The three-way stopcock was turned to leak a ¿slight¿ amount of contrast from the side port of stopcock and the plunger of inflation device as pulled. The balloon was deflated successfully. After the procedure, the delivery system was examined. No difficulty was experienced during inflation and deflation of the balloon. The valve remains implanted in the patient. The native annular valve area measured 420mm2. Trivial leaflet calcification was reported. The sinus of valsalva (sov) diameter measured 28mm to 30mm. Per the operator, the three-way stopcock position was ¿slightly off¿ from the appropriate position. It was also possible that balloon lumen was kinked. The delivery system will be returned to edwards lifesciences for evaluation.